Manufacturer narrative:
(B)(4). Investigation - evaluation. A review of complaint history, instructions for use (IFU), manufacturing instructions, trends, quality control and a visual inspection and dimensional verification of the returned device was conducted during the investigation. The device is shipped with an IFU that discusses intended use, warnings, precautions, and instructions for use. The device was returned in a used and damaged condition. Only the coil portion of the wire guide was present; it was 11.9 cm in length. One kink was noted at 3 cm from the weld tip. The coil starts elongating at 4.3 cm from the weld tip. The catheter is partially severed at 1.4 cm from the bottom of the double lumen hub. The severed portion is 1.0 cm long. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted that this is the only reported complaint with this lot number.

Event description:
During a PICC line placement procedure, the doctor placed the measuring wire and the PICC over it without any issues. When the wire was removed. The user encountered difficulty when attempting to inject. The catheter was then removed and exchanged for another one. After the catheter was inspected, the user made a small cut on the proximal part to verify and confirmed that part of the wire had separated inside catheter. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During a PICC line placement procedure, the doctor placed the measuring wire and the PICC over it without any issues. When the wire was removed. The user encountered difficulty when attempting to inject. The catheter was then removed and exchanged for another one. After the catheter was inspected, the user made a small cut on the proximal part to verify and confirmed that part of the wire had separated inside catheter. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.